Event description:
Device received from (B)(6) stating there was debris in the sterile pouch. The device was not being used in surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There is no additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).